Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields:h10, e1 due to character limit in e1 event site name is (B)(6). Full name of initial reporter name: (B)(6), phone# (B)(6). Additional information: contact person name is (B)(6), occupation is biomed, email ID is (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the drive manifold leak test. The fse that encountered the issue replaced the drive manifold. The fse completed the pm with full calibration. The unit passed all functional and safety tests performed. The iabp was cleared for clinical use. The failure analysis and testing dept. Received part drive manifold kip with a reported unit failure of failing the drive manifold test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part drive manifold kip into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k6a, k7, k8 leak test. The drive manifold failed the first differential test at 366 mmhg. The factory specification is +-45mmhg.the fat replicated the complaint experienced by the customer. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure. Failure analysis received parts from the supplier. Please see attachment. They stated: unit did have an attached transducer, the unit passed the transducer verification test in position 1 and in position 2. Unit passed the pull in test and cycled as expected. Unit passed k6 and k8 leakage testing. However, a small leak was found on the k7 leakage testing. This would be categorized as a failed unit based on the production test. We opened the three different pressure vessels associated with the k6, k7 and k8 coils. Similar to previous units k7 and k8 showed extensive debris, k6 showed to mostly clean seal. K6 plunger showing no signs of debris and degradation. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is component reliability.